Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that they called to discuss a potential over discharge of the implantable neurostimulator (ins). The healthcare provider had contacted them to check the patient's implant as the clinician app indicated low battery or no communication with the ins. Technical support reviewed how to determine if the ins was potentially over discharged or just had a low battery. It was recommended that the ins be checked with the clinician app and patient programmer (pp) to see if any communication could be established. If not, a prm would be needed, and instructions for the representative would be sent via email. The patient has dementia, making it difficult to determine the history of the last charge session. The caller did not have patient or healthcare provider information to provide at the time of the call. The manufacturer representative (rep) provided additional information confirmed with the hcp, stating that the cause of the battery depletion was the patient getting older and charging incorrectly. The rep worked with the assisted living facility to educate them on how to recharge the implantable neurostimulator (ins).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.